Event description:
It was reported the device reached premature battery depletion, and it reportedly had not delivered any therapies . The device was explanted, replaced and returned, with a report that there were no adverse events.

Event description:
It was reported the device had premature battery depletion and had not delivered any shock therapies. The device was explanted, replaced, and returned, with a report that there were no adverse events.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available. Performance data from the device indicates a recorded battery voltage of 2.62v (low telemetered battery voltage) approximately 12 months after implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) preliminary analysis found the patient alert, rate histograms, and arrhythmia episode list all had invalid data, indicating possible memory anomalies. Further analysis revealed a low telemetered battery voltage; however, a por (power on reset) occurred. After the por, the device operated normally. Electrical analysis found an integrated circuit failure that disappeared during analysis. Therefore, the root cause of the low telemetered battery voltage and reported premature battery depletion was not identified.